Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 627438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's past medical history included kidney stones and pelvic inflammatory disease. Concurrent conditions included paresthesia since (B)(6) 2015 and uterine bleeding. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy(uterus and cervix removed) due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the right fallopian tube was cannulated and the device placed without difficulty with 4 coils showing. Similarly on the left side, it was cannulated without difficulty and 3 coils were showing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("abnormal bleeding / heavy bleeding") in a 29-year-old female patient who had essure (batch no. 627438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included kidney stones, pelvic inflammatory disease, female condom from 2003 to (B)(6) 2008, seizure from (B)(6) 2009 to (B)(6) 2016 and lupus anticoagulant positive. Concurrent conditions included paresthesia since (B)(6) 2015 and uterine bleeding. Concomitant products included amitriptyline (amitriptine) since 2009, gabapentin since 2013, levetiracetam from (B)(6) 2009 to (B)(6) 2016, lorazepam from (B)(6) 2009 to april 2016, nsaids since (B)(6) 2008, ondansetron since 2013, oxycodone since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2008, phenytoin from (B)(6) 2009 to (B)(6) 2016 and promethazine from (B)(6) 2008 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"), 9 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy(uterus and cervix removed) due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the right fallopian tube was cannulated and the device placed without difficulty with 4 coils showing. Similarly on the left side, it was cannulated without difficulty and 3 coils were showing hysterectomy surgery it ended up causing spinal damaged quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " abdominal pain" was added. Patient aka name and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("abnormal bleeding / heavy bleeding") in a 29-year-old female patient who had essure (batch no. 627438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's past medical history included kidney stones and pelvic inflammatory disease. Concurrent conditions included paresthesia since (B)(6) 2015 and uterine bleeding. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 9 days after insertion of essure, the patient experienced anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy(uterus and cervix removed) due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the right fallopian tube was cannulated and the device placed without difficulty with 4 coils showing. Similarly on the left side, it was cannulated without difficulty and 3 coils were showing hysterectomy surgery it ended up causing spinal damaged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Event abnormal bleeding / heavy bleeding outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 627438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's past medical history included kidney stones and pelvic inflammatory disease. Concurrent conditions included paresthesia since (B)(6) 2015 and uterine bleeding. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy(uterus and cervix removed) due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the right fallopian tube was cannulated and the device placed without difficulty with 4 coils showing. Similarly on the left side, it was cannulated without difficulty and 3 coils were showing most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet and medical records received:new reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008. Essure removal date ((B)(6) 2015) added. Lot number added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines, headaches, dysmenorrhea (cramping), fatigue, lower abdominal pain and the plaintiff did not undergo an essure confirmation test added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure). At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.